Manufacturer narrative:
Manufacturing-side evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complaint description, there was a broken nail and screw thread was shallow. There was no patient harm. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: d9 - product return date. H6 - codes updated. Investigation results: we made a microscopic investigation of all screws, broken tips were not provided. All screws show damage. These are pronounced to different degrees on all screws. They are in detail: broken off tip, deformed/depressed tip and damaged phillips screw head. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Severity is 2(5) and probability 3(5), which is acceptable. Explanation and rationale: without further knowledge about the circumstances we suspect that the surgeon made some handling errors during implantation. The instructions for use (IFU) points out to consider some points during handling and implantation. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: as of the date of this report, the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in pc notification. If the review shows any complicities, the report will be updated and actions will be initiated. Review of the complaint history revealed, that no similar complaints have been filed against products from this batch number. Conclusion and measures/preventive measures: based upon the investigation results, a clear root cause conclusion cannot be drawn. There is no indication for a material manufacturing or design-related failure. In the event, that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results, capas have been initiated.